Manufacturer narrative:
H11: additional narrative the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from france, a valve model 3300tfx21mm implanted in the aortic position was explanted after an implant duration of nine (9) years and six (6) months due to bioprosthesis degeneration leading to increased gradients. As reported, the patient presented with dyspnea one (1) month before replacement. Another valve of the same model but one size smaller was implanted in replacement. The patient was discharged home on post operative day 6.

Manufacturer narrative:
H3. Device evaluation: the device was returned for evaluation. Customer report of degeneration was confirmed through observed calcification and tear. Customer report of increased gradients was unable to be confirmed through visual observations. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 2 and moderateon leaflet 3. Leaflet 3 had a 6mm long tear along commissure 1 and calcification was evident at the tear. Extrinsic calcific deposits were observed on the inflow surfaces of leaflets 1 and 2. Host tissue on the stent circumference was heavy in inflow aspect. Multiple green sutures remained attached around the sewing ring. Silicone and sewing ring was cut off and exposed the metal band around all three leaflets on both inflow and outflow aspects. A sewing ring fragment was returned. Wireform was exposed around commissure 3. H11. Additional manufacturer narrative: structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration." Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years and dyslipidemia and goujerot syndrome.